Manufacturer narrative:
Complainant name: (B)(6) hospital. Age at time of event: (B)(6) or older. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed, chronic total occlusion (cto) target lesion was located in the moderately tortuous and severely calcified right anterior tibial artery (ata). A 2.0mmx220mmx150cm coyote¿ balloon catheter was crossed the lesion for pre-dilatation utilizing antegrade approach. However, on the first inflation at 10 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed from the patient. The procedure was completed with a 2.5mmx40mm coyote¿ es mr balloon catheter. No patient complications were reported and the patient's status was good.